Event description:
PICC placed in patient's left antecubital by nnp. PICC advanced easily. When needle snapped, it did not snap apart appropriately. The nnp and physician tried to separate the needle from the catheter unsuccessfully. The catheter had to be removed and another PICC placed, causing the patient to undergo the procedure again. This facility has had multiple similar events with the splittable needle in the PICC kit. There is no visual defect with the involved devices: staff are unable to predict which device will have a problem until it is in place in the patient. Staff inserting these lines are very familiar with the product and have extra training in the insertion of the line. There has been one or more such events per month with this device over the last several months. The manufacturer has been notified and product has been returned to them for testing. The cause of the problem remains unknown. Staff are following the manufacturer's instructions for use of this product.